Event description:
Follow-up information was received on 12-jun-2019: the treating physician was confirmed. As reported, the patient completely recovered and she had no remaining side effects. Due to the provided information, the outcome of the event was changed from unknown to resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, arterial occlusion, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient. The patient was injected with radiesse®, into mentum, by another physician. After the treatment with radiesse®, the patient experienced numbing of the tongue and areas left and right of the tongue. The reporting physician was interested in how to resolve this. The patient was seen by the complication management department at the hospital. The outcome of the event was not reported. Follow-up information was received on 27-may-2019: this case was upgraded to serious. The initial assessment has been corrected. The event 'arterial occlusion' was added. The event 'numbing of the tongue and areas left and right of the tongue' was deleted since it was considered as a consequence of the reported 'arterial occlusion'. The patient was diagnosed with an arterial occlusion after the radiesse® injection. Corrective treatment included intralesional with natrium thiosulfate and prednisolone. No further corrective treatment was performed, just a check-up and a decrease of the prednisolone use. The patient was not hospitalized. In the opinion of the reporter, the treatment was not necessary to prevent a life-threatening illness, just to prevent a possible necrosis. The physician expected a full recovery. The outcome of the event 'arterial occlusion' was not reported.